Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
To monitor arterial pressure in a pt, the user attempted to insert a 22ga unit in the left radial artery, but failed. Without removing the catheter that failed from the pt, another catheter was inserted, but failed again. To start over, the user pulled out the first catheter, however, it was noticed that the catheter was cut and approx 1.4cm of catheter tubing remained inside the pt. The catheter was removed surgically after an echo was performed. There was no health damage or extra hospitalization for the pt as a result of this incident.